Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. Customer did not provide a bg value.. Reportedly, customer stated they now have nerve pain. Customer was treated through intravenous insulin drip and released from the hospital on (B)(6) 2017.